Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had a target lesion revascularization. In (B)(6) 2011, clinical status assessment identified the patient's qualifying condition as unstable angina (braunwald class iib) and the patient was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (prox rca) with 90% stenosis and was 34mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of a 3.00x38mm taxus liberte stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. The site reported an event of target lesion revascularization with an onset date of (B)(6) 2012. The patient was hospitalized in (B)(6) 2012 during his 9-month follow-up visit and was treated with medication. The angiographic core lab report noted a target lesion revascularization in the proximal rca with timi 3 flow and no thrombus present. An 80% side branch stenosis was also noted. The patient underwent target lesion revascularization based on angina and symptoms of ischemia. Diagnostic angiography revealed 95% pre-treatment diameter stenosis and timi flow 3. The target lesion located in the mid rca was treated with drug eluting stent placement, with 0% residual stenosis and timi flow 3. The event was resolved without residual effects. The patient was discharged.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).